Event description:
The customer reported that the insulin pump alarmed motor error. The caller stated that she went through the x-ray machine in the airport last week while wearing the device. Troubleshooting was performed, and the insulin pump failed the displacement test. The caller stated that the she has 31.0 units with an empty reservoir, but she did not receive a low reservoir alarm. The customer's blood glucose reading at time of call was 342mg/dl. Advised the caller revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test and motor error alarm during occlusion test due to faulty force sensor. The motor tested ok.